Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts and error message was displayed temporarily. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image had large color lines. Also, evaluation found an e315 unsupported scope error message was displayed, there was ID data, the plastic cover had deep chips and dents, the bending section cover adhesive was lifted/cracked and missing, the objective lens had pinholes and the silver ring was dented, the switches were not working, the scope had fluid invasion and the labeling was discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.